Manufacturer narrative:
Additional device report 1627487-2015-21126. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report: 1627487-2015-21117, reference MFR. Report: 1627487-2015-21118, reference MFR. Report: 1627487-2015-21120.

Event description:
Device 3 of 5. Reference MFR. Report: 1627487-2015-21117, reference MFR. Report: 1627487-2015-21118, reference MFR. Report: 1627487-2015-21120, reference MFR. Report: 1627487-2015-21126.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the dual extensions were complete with no anomaly and passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR. Report: 1627487-2015-21117, reference MFR. Report: 1627487-2015-21118, reference MFR report: 1627487-2015-21120, reference MFR. Report: 1627487-2015-21126.